Manufacturer narrative:
Device is a combination product. Date of event is an estimate based on aware date as event date is unknown. Device evaluated by MFR: synergy ii us mr 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The stent struts on the proximal end of the stent were found to be lifted and damaged. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24mar2020. It was reported that crossing difficulties were encountered. The target lesion was located in a very calcified coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced but resistance were encountered and so couldn't pass through the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.